Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was later reported that the pump did flip over and the healthcare provider attempted to ¿right¿ the pump; however, the pump required surgery to correct the position. At the time of this report, the patient was not having any symptoms. The patient recovered without permanent impairment. It was later reported that the healthcare provider attempted to ¿right¿ the pump under anesthesia. The catheter was connected to the pump. The patient had a significant post-op seroma formation that lead to the pump flip.

Event description:
It was reported that since implant, the patient had been having trouble with pain control. The patient went in for a stimulation trial on (B)(6) 2014. When the trial stimulator was placed, that patient felt the pump contract. The patient asked that the stimulator be turned off. It was moved over and then it was fine after that. When the patient went in on (B)(6) 2014 to have it taken out, she was told that her pump was flipped. The doctor tried to flip the pump back over on (B)(6) 2014, but it wouldn¿t go and it scared the patient. On (B)(6) 2014, the hcp (health care provider) turned the pump sideways and refilled it. The patient had been in terrible pain since; her usual pain was worse than it was before they tried the stimulator for her left foot and left leg. The patient had return of symptoms/increased baseline pain and a headache. The patient had an appointment (B)(6) 2014 for additional follow-up regarding her current symptoms and pain. It was also reported that the patient had fluid on top of the pump; it had been drained four times. The patient had also gained body mass. The hcp told the patient that they were going to go in and put in some mesh and they didn¿t know if the catheter was connected because the patient had been hurting so bad. The patient was put in an x-ray and the hcp couldn¿t tell the catheter position. The patient stated that she was scared and didn¿t know what was going on. The device system was delivering dilaudid. Additional information has been requested, but it was not available as of the date of this report.